Event description:
My recent communication with dexcom technical support: hello, regarding my concern: 10:47 am dexcom g6 reading 133 mg/dl, 10:52 am dexcom g6 reading 169 mg/dl with a diagonal arrow going up. Finger stick reading at 10:52 am is 119 mg/dl, calibrated accordingly. My cgm was not aligned with my bg meter and was not within the industry standard, please show me how you came to the conclusion that it was so. At 10:52 am dexcom cgm is reading 169 mg/dl, finger stick is reading 119 mg/dl. The difference between 119 mg/dl and 169 mg/dl is > 30%, so how exactly are my readings within the acceptable standard after you state "if the difference is less than 20%, then the cgm may not be aligned with the bg(blood glucose) meter. If the difference is between 20%-29%, then the cgm is not aligned with the bg meter. If the difference is greater than 30%, then the cgm is not aligned with the bg meter." Please do not waste my time and just pass my complaints on dexcom's faulty product to ears who can further research and optimize these discrepancies/failures. Terrible customer service, ironically, I was just sent a survey from dexcom, I will fill that out now. Thank you, (B)(6). From: tech support <techsupport@dexcom.com> sent: friday, (B)(6), 2023 12:48 am to: (B)(6) subject: (B)(4). Hello (B)(6), thank you for contacting dexcom global technical support web self service / email regarding [difference between sensor reading and glucometer reading] on [(B)(6)2023]. Regarding your concern: 10:47 am dexcom g6 reading 133 mg/dl, 10:52 am dexcom g6 reading 169 mg/dl with a diagonal arrow going up. Finger stick reading at 10:52 am is 119 mg/dl, calibrated accordingly. G6: your cgm may not always be aligned with your bg meter. If the difference is less than 20%, then the cgm may not be aligned with the bg meter. If the difference is between 20%-29%, then the cgm is not aligned with the bg meter. If the difference is greater than 30%, then the cgm is not aligned with the bg meter. Your blood glucose meter and sensor measure your glucose from two different types of body fluids: blood and interstitial fluid. Therefore, your readings from your blood glucose meter and sensor may not match exactly. An industry standard has been established and your readings are within the standard. Please provide the following: to complete your profile into our system; phone number, date of birth, gender, shipping address. If you require immediate technical assistance, please contact us at 844-607-8398 and provide the case number(s): (B)(4) or for future reference. You can also try other channels by clicking the link below. Thank you again for contacting dexcom global technical support. Sincerely, fernan. Dexcom global technical support answers to common issues: https://www.dexcom.com/faqs.